Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl (concentration and dose unknown) via an implanted pump for non-malignant pain and failed back surgery syndrome. The patient had an MRI on (B)(6) 2016 (unrelated to the device or therapy). On the date of this report, the patient had no pain relief and it was getting progressively worse despite administering the scheduled prescribed oral medications. The pain came on "fast but not sudden". They had not heard any pump alarms and had no access to a clinical programmer (8840). They believed the pump was not working. Additional information was received from a hcp indicated the patient was hospitalized (B)(6) 2016 with a two month history of intractable pain. No further history other than she had a pump and was receiving intrathecal fentanyl. The hcp did not have access to a programmer or was familiar with the pump. The reporter was requesting to check the pump for functionality. The reporter was to follow up with the managing pump doctor. The event date was noted as (B)(6) 2016 (specific date not reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.